Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the illuminator to resolve the issue. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the user reported a red led on the illuminator. The site's biomedical engineer (customer) said they had a red led on the illuminator and were not getting any light output from the light source. The isi technical support engineer (tse) informed the customer to check the value of light hours for the lamp module. The biomedical engineer confirmed 181 lamp hours. The customer stated the hospital had connected an external light source and was proceeding with surgery. The system was not connected to the onsite. The isi tse informed the customer to hard power cycle the system once the surgery was completed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter was unable to provide patient information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The illuminator has been returned and evaluated by the failure analysis (fa) team. Fa was able to reproduce the reported complaint. Fa installed unit to in-house system, and it failed at testing with an error 48245 (means not ignited). The red led was displayed.